Event description:
It was originally reported that the patient's generator was replaced prophylactically. The generator battery status preoperatively was ifi(intensive follow-up indicator) - yes and so the generator would be providing the intended therapy. Later, clinic notes from prior to replacement were received indicating that the recently the patient's seizure frequency increased and it was determined that the battery was at the end of it life and the generator was referred for replacement. The generator was received for analysis but analysis has not been completed on the returned generator to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. The generator was monitored for 24 hours in a simulated body temperature environment. The generator provided the intended output current for the entirety of the monitoring period. A comprehensive electrical evaluation showed that the device performed according to functional specifications. No further relevant information has been received to date.